Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse inspected the iabp unit and was unable to duplicate the reported event. However, the fse noticed that the coiled cable was damaged and replaced it per manufacture specifications. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display related issue. There was a line on the display and the display was flickering. It is unknown under which circumstance this event occurred. However, there was no patient involvement; thus, no adverse event was reported.